Event description:
It was reported that a cartridge with a specified lot leaked during a supply change, and the caregiver believed the cartridge was overfilled; the customer requested assistance to return the pump to the rewind process and subsequently completed the supply change without further issues. Symptoms included no reported blood glucose impact. Outcomes included no injury, no medical intervention, and no hospitalization. Investigation included troubleshooting and education conducted remotely. Investigation of this case revealed user guidance was provided to complete the rewind and supply change, and the event resolved after proper setup. It was concluded that the issue was consistent with a leaking cartridge during handling or filling, with no clinical consequence and no device alarms.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.